Manufacturer narrative:
Additional information (16-november-2017): a siemens headquarter support center (hsc) specialist reviewed the event data. No instrument or reagent non-conformance was identified. The samples in question were re-run out of small sample containers. As per the dimension exl operators guide, small sample containers do not have full level sensing which checks adequate sample volume, and the customer is warned: "before processing an ssc, ensure that sufficient sample is present to allow for any automatic test rerun from that ssc. If certain system options are turned on insufficient sample in a sample cup may cause erroneous results". Hsc concluded the data is consistent with insufficient sample volume causing the falsely elevated results. The cause of the discordant troponin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant cardiac troponin results. Quality controls were within range on the day of event. An error was obtained on the luminescent oxygen channeling immunoassay (loci) module, on the day of event. The ccc instructed the customer to perform five precision tests for troponin, which resulted as expected. The cause of the discordant cardiac troponin results is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
Discordant cardiac troponin results were obtained on two patient samples on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). (B)(6) was repeated on an alternate instrument, resulting lower. (B)(6) was repeated on an alternate instrument, resulting with an abnormal assay flag and then resulting lower. The repeat results obtained from the alternate instrument were reported to physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant cardiac troponin results.